Manufacturer narrative:
Image review: intraprocedural fluoroscopic images were provided. Patient¿s executive summary was not provided for anatomical review. Fluoroscopy valve load inspection was performed; however, the image provided does not allow for full assessment of the capsule; therefore, it is inconclusive. Per medtronic best practices, before inserting into a patient, visually inspect the loaded bioprosthesis under fluoroscopy. Note: complete fluoroscopy check under a magnified, high-resolution view over an area selected to not impede the clarity of the device. Note: ensure the capsule is slowly rotated 360° during the fluoroscopy check. There is evidence of coronary protection efforts identified by a percutaneous coronary intervention guidewire in the left coronary and advanced to the circumflex artery. A pre balloon aortic valvuloplasty was performed three times due to balloon migration towards the left ventricle mid inflation. The valve was deployed just prior to the point of no recapture and depth assessment was performed. Depth was approximately 5mm on the non-coronary cusp in the cusp overlap view and 8mm on the left coronary cusp in the lao view. As stated in the instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is 1 mm or >5 mm, consider recapture. In this case, the valve was released, and images suggest that a stent was deployed in the ostium of the left coronary artery. The following angiogram revealed significant aortic regurgitation and evidence of possible left ventricular perforation suggested by contrast staining. Despite cardiopulmonary resuscitation efforts, it was reported that the patient died. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-dilatation was performed using an 18 by 40 millimeter (mm) balloon. Following the pre-dilatation, hypotension and fibrillation were observed. Subsequently, the transcatheter valve was implanted without an increase in blood pressure. Defibrillation was performed and repeated 3 times with constant cardiopulmonary resuscitation (CPR) for approximately 30 minutes; however, the patient died. Additional information was received that during the pre-dilatation hypotension was observed. The fibrillation observed following the pre-dilatation was ventricular. Per the physician, the valve and delivery catheter system (dcs) can be excluded as contributing causes to the death. Per the physician, the cause of death was attributed to the patient's medical history. Additional information was received that the dilation balloon was not manufactured by medtronic. Per the physician, the cause of death was severe aortic stenosis.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the pre-dilatation hypotension was observed. The fibrillation observed following the pre-dilatation was ventricular. Per the physician, the valve and delivery catheter system (dcs) can be excluded as contributing causes to the death. Per the physician, the cause of death was attributed to the patient's medical history.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolut pro plus dcs, product ID: d-evprop23-29, lot: 0012758121, use by date: 2027-04-09, UDI: (B)(4). The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-dilatation was performed using an 18 by 40 millimeter (mm) balloon. Following the pre-dilatation, hypotension and fibrillation were observed. Subsequently, the transcatheter valve was implanted without an increase in blood pressure. Defibrillation was performed and repeated 3 times with constant cardiopulmonary resuscitation (CPR) for approximately 30 minutes; however, the patient died.